Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the fuses were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the suspect fuses has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the mobile view station (mvs) of the imaging system would not power on. Issue was discovered while setting up for a case. Representative reported that there was no line level power indicator. There was no patient present at the time of the issue.